Event description:
It was reported that the patient was seen for additional programming of their implantable neurostimulator (ins) and high impedances (>10,000 ohms) were found on electrode #0. It was unknown when the high impedance occurred but the patient was made aware (and the physician) and the issue was going to be continued to be monitored. There was no need for surgery at the time of report and no further actions were required as the affected electrode was not being used in the programming and that the patient was getting good coverage. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).